Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Photographic evidence provided revealed that the side rail was fully detached. The arjo service consultant who inspected the bed assessed that most likely the side rail was detached due to hit in a door frame. Accordingly to citadel plus instruction for use (IFU, 831.374 rev. I), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also includes warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed¿, ¿ensure pathway is clear of cords, hoses and obstacles before driving bed forward or backwards (¿) operate with caution in crowded hallways, elevators and rooms (¿) use slow speed when moving around corners and through elevators and rooms.¿ as per design, the citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. To reduce the bed width during the transfer, all width extensions should be pushed in. Based on the analysis of the complaints and the analysis carried out by the manufacturer, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. There was no indication that the device was in use when the issue was detected. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
At the time of pick-up of a citadel plus bed frame that belong to the arjo rental fleet, it was found by an arjo service consultant that the side rail panel was detached from the side rail mechanism. The device was not in use at that time. No harm was claimed.